Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported they were very tried and stressed on (B)(6). The patient noted they went to bed at 5 and did not void for the first 3 hours. The patient stated at about 3 o¿clock the patient started to void, but not emptying out. The patient noted at 11 pm the patient got up and changed her diaper. The patient went from 1-2 hours without voiding. The patient emptied their bladder out after that. The patient noted they voided 1-2 hours at night. The patient stated they had a big improvement on (B)(6). It was noted the patient's indication for use was urinary incontinence. There were no further complications that have been reported as a result of this event.